Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: aneurysm enlargement and endoleak. Emdr section h6, codes c21, d16 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on an unknown date, in 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A non-gore stent graft was used as the main trunk. On a later day (date unknown), aneurysm enlargement was observed at the implantation sites of the two contralateral legs in both common iliac arteries and the right internal iliac artery. The suspected cause was a type iiib endoleak due to graft material disruption to a non-gore main trunk. An additional treatment was planned. On (B)(6) 2024, the patient went through the reintervention. An aortic extender was additionally placed on the proximal side of the non-gore main trunk. Furthermore, both internal iliac arteries were coil-embolized, and five additional stent grafts were implanted to extend the contralateral legs to both external iliac arteries. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.